Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between october 25-28, 2024. H11: the actual device was not available; however, a photograph of the sample was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid in the device¿s bladder which suggested a possible flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not fully infuse; the device stopped working during patient infusion. The expected infusion time for the device was 46 hours. The device was filled with 4000mg fluorouracil in 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.